Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. A device history record review could not be performed as a lot number was not provided. A 2 year lot history review could not be conducted as a lot number was not provided. (B)(4). Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: remove vcare from its sterile packaging and inspect for damage caused by shipping. Discard if any damage is noted. Draw 7-10 cc of air into a standard syringe and insert it into the luer connection at the end of the pilot balloon. Test the intrauterine balloon by injecting air with the syringe and checking to see if balloon remains inflated. If balloon does not remain inflated, do not use. Discard and select another vcare unit. After the successful balloon test, deflate the balloon by removing all air with the syringe. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
A sales representative reported on behalf of a customer that during pre-operative testing before a tlh procedure on (B)(6) 2024, the 60-6085-201a, vcare 200a ¿ medium device ¿was having trouble inflating the balloon, and once it was inflated, trouble deflating. This was done before the product was used on a patient in order to test the balloon. They pulled two different products and had the same issue with both.¿. The sales rep confirmed "this was before the surgery started when they were testing the balloon¿. The procedure was completed with no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.